Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an scd pump. The customer states the unit has a broken rear and front case. The unit was sent to a covidien service center, upon triage a service tech found that the power cord is damaged showing copper wire on the 115 - h wire. The power cord is an electrical safety hazard.